Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pace impedances on the right atrial (ra) lead. The impedances became jumpy 3 months post implant and have continued since then, until becoming out of range. In addition, minute ventilation oversensing was also observed. No further troubleshooting has been performed, but the system was reprogrammed and remains in service. The ra lead is another manufacturer's product. There have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an updated conclusion code.